Manufacturer narrative:
The investigation determined that a higher than expected vitros crbm result was obtained during a within run vitros crbm precision test using a vitros quality control fluid on a vitros 350 chemistry system. A definitive assignable cause could not be determined for the higher than expected vitros crbm result. Subsequent vitros crbm within-run precision testing was acceptable, indicating the vitros 350 chemistry system was performing as intended. A vitros crbm reagent issue could not be entirely ruled out as a contributor to the event. The vitros 350 system was in the process of being installed at the customer site; therefore historical quality control results were not available to verify vitros crbm lot 3933-0093-2277 performance. In addition, a pre-analytical sample handling cannot be completely ruled out with the information provided by the ortho laboratory specialist, therefore improper pre-analytical sample handling/processing cannot be ruled out as contributing to the event.

Event description:
An ortho clinical diagnostics laboratory specialist (ls) obtained a higher than expected, non-reproducible vitros crbm result during a within run vitros crbm precision test using a vitros quality control fluid on a vitros 350 chemistry system. Vitros crbm result >20 ug/ml versus expected result of 13.75 ug/ml. The higher than expected vitros crbm result was obtained from a vitros control fluid during a vitros 350 chemistry system installation, no patient samples were tested. However the investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. There was no reported allegation of patient harm as a result of this event. (B)(4).